Event description:
Skin burn issue was reported following an afib procedure. The patient experienced skin burn after complaining of burning sensation during ablation. When the nurse checked the indifferent electrode patch placed on the lower left plank, she found it partially peeling off. Two blisters of second degree burn at the site, approximately between dime and quarter sizes on the lower left plank. The nurse applied a new electrode to a different area (thigh). Later on, also noticed a mild skin burn when she took the second electrode off. The patient was reported to be extremely sweaty and the indifferent electrode had come loose around the edge of the patch. This caused skin burn around the areas. It was mentioned that when the patch partially came off, the indifferent electrode alarm did not sound. The procedure was completed prior to the lab staff noting the skin burns on the patient. Intervention performed was application of cold compress to the sites by the nurse. It was unclear if patient was further treated for the skin burn after discharged. It was reported that patient had fully recovered, prognosis was excellent.

Manufacturer narrative:
The catheter used during the procedure was reported to be thermacool f curve catheter. Device was not returned for investigation. The pre (patient return electrode) used was valley lab, serial # was not provided. Size of the pre was reported to be standard size (actual surface area was unknown). The rf generator settings were: power/wattage: 30 watts. Total ablation procedure duration: 6hr 25min. Duration per ablation: 30-60 seconds. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.